Event description:
Staff were using accuchek glucose meters to obtain glucose level on a pt. All 3 accuchek glucose meters used gave some error message "bad strip." The staff tested the accuchek glucose meters with 2 different newly opened bottle of strips. Lab was called and tested the accuchek glucose meters with the control solutions and determined the meters were functional. Chemistry staff got a cba specimen from hematology and processed for glucose, with results of 0.1 mg/dl. The staff was notified of the panic value. The pt was treated and the next glucose specimen was taken with accuchek glucose meters with a result of 104 mg/dl. The lab called roche about "bad strip" error message. Roche thought the strip was bad because there was no detectable glucose in the sample.